Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via manufacturer representative on 2018-feb-21 reporting that the patient was asked but was unsure when the fall occurred. It was reported that the patient had multiple falls over the past year. It was unknown to what extent the fall affected the system. The replacement surgery was not yet scheduled. The patient was currently waiting for authorization. The intermittent stimulation issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative met with the patient to adjust their stimulation and noted that many of the contacts on both leads were greater than 10,000 ohms. They were able to provide the patient with some relief but the patient felt as though the stimulation cuts in and out. The representative spoke to the patient's doctor and they said the patient would be getting a system replacement once the insurance approved the implant. The patient reported multiple falls over the past year and vividly remembered once where they landed hard on their bottom. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was replaced today. The patient's impedance was checked intra-op which showed avoid and do not use. If the patient does not received effective therapy with the new ins, the physician will discuss replacing the leads. No further information was reported.

Manufacturer narrative:
Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2019-may-03 reporting that the leads were disposed of after replacement. No further complications were reported.

Manufacturer narrative:
Product ID 97715, serial# (B)(4) implanted: (B)(6) 2018. Product type implantable neurostim ulator. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins found no significant anomalies. If information is provided in the future, a supplemental report will be issued.